Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that two rhythm strips from the implantable cardiac monitor did not match. It was noted that the first strip showed the accurate presenting rhythm and the second strip showed a previously recorded tachycardia episode. No intervention was performed. The patient will continue to be monitored. There were no patient consequences.